Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was suspected of infection. The patient will undergo explant procedure.

Event description:
It was reported that the patient was suspected of infection. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the patient had an elevated white blood cell (wbc) count but was not due to the scs device. There were no signs of infection near the scs. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5002587, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5003777, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35612846, UDI: (B)(4).

Event description:
It was reported that the patient was suspected of infection. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that the patient had an elevated white blood cell (wbc) count but was not due to the scs device. There were no signs of infection near the scs. The explanted devices were not returned. Additional information was received that patient symptoms were fever and chills. Antibiotics were prescribed and the patient has fully recovered.